Event description:
It was reported that the customer was hospitalized in intensive care unit due to high blood glucose and dka. Physician stated that the customer's insulin pump was not working correctly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.